Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The physician deployed a non-bsc stent and then advanced the 2.5x20mm maverick2 balloon to the stent and inflated it three times. On the third inflation, the balloon was inflated to 12 atms for about ten seconds and then it ruptured. There were no pt complications. The procedure was successfully completed with a different balloon. Pt status is reported as "good".